Manufacturer narrative:
Concomitant product: product ID 8711, lot # j11019r34, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported by the patient that his pump had been filled with 50% saline and 50% baclofen and stated the refill hcp told him they can no longer continue with this as pump manufacturer told them this will cause corrosion on the gears. Patient had been on this for 10 years and with change was experiencing changes to his control. This occurred following a refill session. Patient reported his dosage was decreased. Patient reported return of symptoms, spasticity was ¿way up¿ and that the last time they tried to do this he ended up, in the hospital for eight months. Company representative reported that in communication with hcp it was indicated the patient was stable at the time and symptoms are well-controlled. He was receiving lioresal 500 mcg/ml at a rate of 39.4 mcg/day. The issue back in march appeared to be related to an increase in spasticity while being on the same dose that had, until that point, been controlling his symptoms. On (B)(6), hcp increased his dose from 32.54 mcg/day to the current dose which appears to have resolved the issue. The patient was seen in april for a refill with no change in symptoms or dose adjustment. If additional information becomes available a report will be provided.